Event description:
An 840 ventilator system was alleged to have malfunctioned while in use on a patient and entered a "vent inoperative" condition due to an error code indicating that the auto solenoid offset had failed. There was no report of patient harm. This is not an admission by nellcor puritan bennett that the device caused or contributed to the event alleged in this report.